Event description:
It was reported that malfunction alarm occurred.there was no reported impact to the customer¿s blood glucose level. It was noted that the pump, under warranty, would be returned to the distributor at a future date for inspection, and a replacement pump with a new serial number was planned to be issued.